Event description:
It was reported that customer experienced cartridge fill inaccuracy, insulin gauge displayed an amount different than expected, and occlusion alarms occurred while using pump with novolog insulin. There was no adverse impact to the customer¿s blood glucose level. Customer removed infusion set and cartridge, turned off pump, and temporarily switched to alternate insulin delivery system, and later planned to try pump again; customer received education on using room temperature insulin and removing air from cartridge, requested replacements, and technical support closed case with no further assistance needed.